Event description:
Plastic piece of tunneler slipped off end of tunneler and had to be removed from under patients' skin with a hemostat. This is the second catheter that this has occurred. Reference report: mw5151886.